Event description:
It was reported that there was an issue with the implantable neurostimulator (ins) and lead sites. There was a spot near the ins th at had pus coming out of it. The patient noticed this issue a couple of weeks prior to the report. There was also some pus coming out of where the lead was at in their back. This pus issue was noticed a couple of days prior to the report. It was later reported that there was an infection. The patient had the entire implantable neurostimulator (ins) system removed because of an infection and an infection in the spinal canal. The patient was in rehabilitation at the time of the report. The stimulator caused the patient problems. The patient almost died. The device was cutting into the spinal canal; the surgical paddles were cutting into the spinal cord. An MRI was taken to visualize the issue. The patient would be taking antibiotics for the next two months. The stimulator looked rusty. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).